Event description:
Medtronic received information that immediately following the implant of this bioprosthetic valve, a tear was observed below the root at the ostia. The valve was explanted and replaced. No additional adverse patient effects have been reported as a result of this event. The valve is expected to be returned for analysis.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Conclusion: the device history record review is pending and a follow-up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, a small section of the sewing ring appeared everted. Desiccated tissue was noted on the outer valve wall adjacent to the right cusp. A 13 mm tear noted above the left coronary ostia appeared to have occurred during implant. An 8 x 4 mm hole appeared to have been cut in the non-coronary sinus during implant. The right coronary button appeared to have been cut off during implant. All leaflets were flexible and intact. All commissures were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis, the tear noted above the left coronary ostia appeared to have been induced during the implant procedure. Based on the information provided and the analysis findings, it is concluded that use error was the likely cause of the event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.